Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1056479, medical device expiration date: 2024-02-29, device manufacture date: 2021-02-25, medical device lot #: 1056483, medical device expiration date: 2024-02-29, device manufacture date: 2021-02-25, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Investigation summary: it was reported by the facility representative that the flushes get stuck during use. As a sample was unavailable for return, a thorough sample investigation could not be completed. It could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provided material number 306546, lot numbers 1056483, 1056479 and 1056476. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the plunger is difficult to move and wont continue past 5ml mark with bd posiflush¿. This occurred once with lots 1056483 & 1056479, 3 occasions with lot# 1056476 and 10 times with an unknown lot. There was no report of patient impact. (1 of 2 complaints): it was reported by the facility representative that the flushes get stuck during use. Nurses reported issues with saline flushes being difficult to push and that plunger gets stuck at 5ml mark. 1st reported on (B)(6) 2021 with lot numbers 1056483,1056479,0350035. Since then have received 4 additional complaints (lot number 1056476). A: at first, we thought this might be an educational opportunity for the rn using the flush. But unfortunately, multiple rn's have come to us with this issue on multiple occasions. Our last reported issue was from our nurse educator and he said there was multiple syringes that he tested were not flushing properly. This is concerning because nursing staff might mistake a faulty flush for an IV line that is not properly placed, and they would remove it. Which would result in the patient getting IV inserted multiple times. There is also a need in the ed to have medications flushed with normal saline after administering medications to ensure that are delivered in a timely manner.